Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an "error 5" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 when she attempted to obtain a blood glucose result and an "error 5" message displayed on the subject meter. The patient reported that she manages her diabetes with an insulin pump. The patient further stated that when the issue began she took less medication as changes to her diabetes routine. The patient reported that on (B)(6) 2011 one hour after the product issue began, she developed "blurry vision". The patient stated that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the patient was not using the subject meter for the first time, and that the testing process was correct. The issue was not resolved by walking thru a retest. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.